Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the manufacturer.

Event description:
Patient was being prepped for surgery and pump was set up in anesthesia mode. Levophed hung with stopcock off. Patient's blood pressure elevated extremely high, and in effort to decrease blood pressure, physician started anesthesia and gave ntg, unspecified narcotics, benzodiazepam and esmolol. User noticed levophed dripping and stated roller clamp had never been closed. Fifty-80 ml levophed noted to have infused. Patient remained stable during and after surgery. Device was not saved for investigation. Facility reporter states previous policy had been to close roller clamp, but for unknown reason, that practice had been changed. User failed to follow directions for use instructing to close roller clamp when priming complete. Customer verified that education about closing of roller clamp was done prior to and in conjunction with implementation of alaris system. Customer has been sent proper/improper set loading tip sheets and they will be incorporating that information into inservices and a new video they are creating for staff education.